Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One tactisys quartz sn (B)(6) was received for evaluation. The reported event was not confirmed. The tactisys functioned as intended throughout functional testing. Based on the information and investigation provided to abbott, the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the supraventricular tachycardia procedure, optical issues resulted in a procedural delay. It was noted that there were no contact force values. The catheter was replaced three times but the issue was not resolved. The procedure was completed without contact force. There were no adverse patient consequences.